Manufacturer narrative:
The initial MDR 2432235-2020-00156 was filed on 19-feb-2020. Additional information (26-feb-2020): siemens investigated the event through the analysis of the available data. Siemens found that the acetaminophen calibration was within conformance. Quality control results before and after the discordant patient result recovered within the customer's established ranges. Instrument data files showed consistent reagent 1 addition and water blanking. Reagent contamination was ruled out as all repeat results were generated from the same reagent pack. No processing errors were observed at the time of the discordant result. The reported discordant result is an isolated event. The customer has not reported additional discordant acetaminophen results. The cause of the discordant, falsely low acetaminophen test result is unknown. The instrument is performing within specifications. No further evaluation of this device is needed. Section h6 event and problem evaluation codes was updated.

Manufacturer narrative:
The customer contacted siemens to report a discordant, falsely low acetaminophen test result was obtained from an atellica ch 930 instrument. Detailed information such as time since ingestion, other lab testing results such as liver function tests, or clinical presentation have not been provided. The treatment used is not provided, but n-acetylcysteine (nac) is the proven therapy to reduce the likelihood of toxic effects. While treatment was stopped for approximately four hours before the results of continued monitoring caused questioning of the previous result, there is no indication of a physical harm (ex. Hepatotoxicity) to the patient due to discontinuation of treatment prior to institutional guidelines. The start of treatment was not delayed as the first result was accurate. According to siemens understanding of clinical practice, guidelines for length of treatment differ, but the current common treatment protocols for intravenous treatment use a set time, for at least 12 but more often 20 hours of administration. Duration is typically guided by acetaminophen serum level, alanine aminotransferase (alt) and/or prothrombin time international normalized ratio (inr) results, and clinical symptomology, with discontinuation typically after a non-detectable serum acetaminophen or alt is normal. As treatment was provided initially and the delay in possible additional treatment is mitigated by continued monitoring for significantly elevated serum acetaminophen, as well concurrent monitoring of other important analytes. Regardless of the protocol used, continued monitoring for full clearance of the acetaminophen and liver enzyme normalization would occur. A single falsely depressed result that remains significantly elevated during serial monitoring would not lead to missed treatment opportunity. Siemens reviewed instrument log files and found the discordant test result for sid (B)(6) was obtained from the serial number (B)(4) instrument. Siemens also found that the daily maintenance activity, called autocheck, posted repeated failures of the level sense dilution arm. This maintenance activity does not occur during sample processing and is not associated with any one patient sample test result. Siemens is investigating the event.

Event description:
The customer contacted siemens to report a discordant, falsely low acetaminophen test result was obtained from a patient sample on an atellica ch 930 instrument. The patient was admitted to the hospital with acetaminophen intoxication. An initial sample was drawn and tested on an atellica ch 930 instrument, and an antidote was administered. This test result was reported and not alleged to be discordant. A second sample (sample ID (B)(6)) was drawn and tested on the same atellica ch 930 instrument resulting in a discordant, falsely low test result. This test result was reported. It is alleged the antidote was stopped prematurely based on the discordant, falsely low test result. A third sample was drawn and tested on the same instrument. The third test result was questioned based on the difference in test results, time between samples and the expected half-life of the drug. The third result is not alleged to be discordant. All three samples were repeated on an alternate atellica ch 930 instrument with the second sample giving a higher result upon repeat. The second sample was also repeated on the original instrument giving a higher test result. The alleged harm is stopping the antidote infusion before the acetaminophen (test result) was below the laboratory's stopping point of 100 mg/l. Further details of the alleged harm were not provided. No other testing data was provided. Statements attributed to the customer were not verified by siemens.